Event description:
It was reported that during an unknown procedure, the device fired correctly on both sides on the first and second reload, but would not fire on the third reload. There was no pt consequence.